Event description:
It was reported that the patient had the black power cable on their system controller accidentally severed by emergency medical services (ems). The patient presented to the emergency department (ed) and 'alarm review' revealed multiple pump off and driveline disconnected alarms. A system controller exchange was performed, and log files were submitted for review and captured low flow alarm events on 25may2024. The log files also indicated that the system controller was running on battery power when the black power lead lost power at 16:22:28 on 25may2024. A power cable disconnect alarm flag was activated, and the system continued to run on battery power from the white power lead. There did not appear to be any motor stopped events caused by the damage. The system controller continued to maintain motor speed until the driveline was disconnected at 19:11:04 on (B)(6) 2024. It was later reported that the patient passed away due to multiple system organ failure (msof). Log files from the second system controller were submitted for evaluation and captured some low flow alarm events along with indications of a significant reduction in the recorded flow values at 10:24:36 on (B)(6) 2024. The system controller continued to maintain pump speeds until the driveline was disconnected at 11:06:11 on (B)(6) 2024. Both system controllers were returned for evaluation. Related manufacturer reference number: 2916596-2024-03407 (system controller).

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
H6: codes corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6), and the reported altered mental status and patient outcome could not be conclusively determined through this evaluation. The submitted log files captured events consistent with the reported system controller exchange on (B)(6) 2024. All of the captured data showed the pump operating as intended. Heartmate 3 lvas, serial number (B)(6), was not returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 1 ¿introduction¿ lists adverse events that may be associated with the use of the heartmate 3 lvas, including death, multiple types of organ failure/dysfunction and other neurological events (not stroke-related). Neurological dysfunction is also listed as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the driveline disconnect observed on (B)(6) 2024 was due to the system controller exchange which was performed to troubleshoot damage to the power cable. The patient had altered mental status when admitted along with an elevated white blood cell count of 24.7. The patient also had a stroke code called; however, the computed tomography (CT) scan was negative. Multiple labs showed abnormally high values such as liver and kidney, and an echocardiogram noted severely reduced right ventricular function indicating multiple system organ failure (msof). The event was not considered device related and the device operated as expected.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.